Event description:
It was reported that the patient presented in the operating room on (B)(6) 2017 for a right ventricular lead capping and replacement. The patient had been in a car accident in (B)(6) of 2016, and in the following months the right ventricular lead thresholds had risen drastically. The right ventricular pacing thresholds had also increased to unacceptable levels. During the capping procedure, the patient's implantable cardioverter defibrillator was electively removed and replaced due to a battery advisory. The procedure went well and the patient was in good condition following the procedure. The patient will be followed up normally.